Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxh 800 coulter cellular analysis system generated an erroneously low platelet result on one patient sample. The instrument did not generate any flags. The erroneous result was not reported out of the laboratory. The customer found many platelet clumps in manual smear review. The patient results are shown. There was no death, injury, or change to patient treatment as a result of this incident.

Manufacturer narrative:
The specimen was analyzed approximately 3 hours after collection in auto mode. Controls were run before and after the incident and recovered within the specified ranges. The field service engineer (fse) verified instrument operation. Raw data analysis was performed. In a critical review of the wbc histogram, an interference pattern is seen, but not of significance to warrant the triggering of the platelet clump flag. The nrbc module does exhibit a suggested platelet clump pattern, but this is not a sole contributor to the platelet clump flag. Root cause for this incident could not be determined from the supplied information.